Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide devices after a percutaneous transluminal angioplasty with a 6fr sheath. Reportedly, a cuff miss occurred. A second proglide was also attempted, but a cuff miss occurred.. Manual compression was successful in achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections and sem ( scanning electron microscope) were performed on the returned device. The reported cuff miss could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.